Event description:
The navigus screw broke off necessitating the surgeon to drill around the area to remove the base. No apparent injury noticed at this time. Medtronic has known about the weakness of the screw. It is a small screw that can not be over tightened and the head can easily strip. The screw is used to hold the disposable navigus in place. The navigational biopsy needle is passed through this into the brain lesion.